Event description:
The customer reported that bleeding from small vessels occurred during a hemicolectomy even though end tones, indicating a completed seal cycle, were heard. The amount of blood loss is unk but no transfusion was necessary. There was no injury to the pt and the same device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.